Event description:
It was reported that the pump pocket became infected, and the pt developed a low grade fever. The pump was explanted without any complications.

Manufacturer narrative:
MFR control no. Dc980310. The sample has been returned to arrow. Examination and testing failed to identify the cause of the pt's infection. The pump functioned properly as rec'd. Infection is an anticipated adverse event with the use of implantable pumps.